Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller stated they were having surgery to replace their ins. The caller stated the ins was being replaced because the battery was running low. The caller stated the hcp wanted to replace the ins because they were lasting less than 2 years while their first implants lasted 4-5 years. There were no further complications reported.

Event description:
Additional information was received from a consumer reporting that "in 2018 or 2019", they noticed that their implantable neurostimulator (ins) batteries were not lasting as long as they expected (2-5 years), and were needing to get ins battery replacement surgeries more often than they anticipated. The patient indicated that the ins batteries were depleting at a rate that was faster than they had expected due to being set at a "higher rate." They ended up getting the non-rechargeable ins batteries replaced with 1 rechargeable ins to get the extended battery longevity and less frequent surgeries.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.